Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of december 15, 2022 was chosen based on the date the article was received. Blocks d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: initial reporter facility name: (B)(6). Block h6: patient code e0506 captures the reportable event of blood loss. Patient code e2328 captures the reportable event of obstruction. Patient code e0306 captures the reportable event of sepsis. Patient code e0505 captures the reportable event of hematoma. Patient code e2401 captures the reportable event of injury. Impact code f08 captures the reportable event of prolonged hospitalization. Impact code f0801 captures the reportable event of intensive care. Impact code f2302 captures the reportable event of blood transfusion. Impact code f23 captures the reportable event of unexpected medical intervention. Literature source: ahmed awad bessar, ahmed ismail heraiz, ahmed gamil ibrahim, mahmoud m. A. Salem, mohamed moustafa zaitoun, amr mostafa kamel aboelfateh, abdalla hassan gad. Prophylactic common iliac artery temporary clamping versus balloon occlusion for management of placenta accreta spectrum disorders: a prospective clinical trial. The journal of obstetrics and gynecology res. 2024;50(3): 373-380. Https:// doi.org/10.1111/jog.15856.

Event description:
It was reported to boston scientific via an article published in the journal of obstetrics and gynaecology research that a study was conducted to compare prophylactic common iliac artery (cia) temporary clamping and preoperative balloon occlusion for managing placenta accreta spectrum (pas) disorders. The procedure was performed between january 2019 and june 2020 were a total of 46 patients with placenta accreta spectrum (pas) disorders were included in the study and 26 of them were offered common iliac artery (cia) balloon occlusion that came from group a, while temporary common iliac artery (cia) clamping was done for the other 20 patients that came from group b as a prophylactic measure against intraoperative obstetric hemorrhage during cesarean hysterectomy. Patients from group a was placed on an operating table in the operating theater with a c-arm machine under local anesthesia and one of the devices used was balloon occlusion catheter, while vascular surgeons performed the procedure for group b after the common iliac artery (cia) was identified. The primary outcome of interest was procedure-related complications that results directly from vessel surgical clamping or endovascular balloon placement and/or removal. Secondary outcomes included intraoperative and postoperative complications, reoperation rates, total procedure time, estimated blood loss, transfusion amount, massive blood transfusion, the difference between preoperative and postoperative levels of hemoglobin, patient satisfaction, bowel injury, wound sepsis, hospital stay days and ICU admission. Additionally, all patients were followed until 8 weeks postoperatively to ensure all surgery-related outcomes were diagnosed and managed.